Event description:
It was reported that the biomed called in to state that the arctic sun device was failed calibration for not heating. They had run the functional verification to verify it was not overfilled. They stated they would order and replace the heater locally.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed heater. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called in to state that the arctic sun device was failed calibration for not heating. They had run the functional verification to verify it was not overfilled. They stated they would order and replace the heater locally.